Event description:
Reference number 1944847. Event occurred in the united states. On (B)(4) 2024, it was reported by the patient that six infusions set cannula was kinked within 3 hours of insertion. Infusion set was placed in abdomen and arm. Event occurred on (B)(4). Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available

Manufacturer narrative:
Initial and final MDR 1944847- MDR 3003442380-2024- 21587- device 1 of 6.